Event description:
It was reported that pump experienced repeated malfunction alarms associated with malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support arranged replacement pump.